Event description:
Pt reports she has not had infusion since on (B)(6) in which she had gammagard liq. Pt reports during this infusion on (B)(6) curlin pump kept beeping and would stop working. Home health nurse tried replacing batteries but did not help. Pt is unsure if any error codes appeared on pump. Gammagard indication: nonfamilial hypogammaglobulinemia. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.